Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified right coronary artery. After non bsc guiding catheter was advanced to the lesion, a non bsc guidewire was advanced but failed to cross the lesion. A 2.00mm x 15mm emerge¿ balloon catheter was then used to support the wire. As the physician pushed the balloon up the guiding catheter, the physician noticed that the shaft of the balloon snapped within the guide catheter. The physician removed the guide to retrieve the balloon completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).